Event description:
Report received of no audible alarm tones. The device was returned to the user facility's biomedical department with an unsigned note starting. "The unit had a bad sensor." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing, the device did not audibly alarm on channel c. There were no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.